Manufacturer narrative:
D4, h4: additional information. Manufacturer's investigation conclusion: evaluation of the heartmate ii lvas confirmed a thrombus on the proximal end of the rotor. Additionally, silicone jacket damage was confirmed through this investigation. The reported driveline infection and pump stop due to battery depletion could not be confirmed. It was reported that the patient was brought into the hospital for a pump stop related to the batteries running out. Upon arrival, multiple spots on the dl were suspicious for silicone jacket breakdown. Rescue tape was applied. The patient was admitted for a rise in ldh and is to be put on a heparin drip. The patient continued to have positive cultures for driveline infection and continued to have increase in ldh with concern for thrombus. The patient was taken to the or for pump exchange. The surface of the rotor inlet/blood tube section adjacent to the bearing ball revealed a red, tissue-like thrombus. The dark area of denaturation on the thrombus indicates that it was present while the pump was supporting the patient. The thrombus formation was lightly seated and was not adhered to the rotor, suggesting that it likely did not form in the area. This formation was likely ingested during pump support and could have contributed to the reported increase in ldh and observed elevations in pump power. The origin of the thrombus formation and duration of time that the formation was present in the pump could not be conclusively determined. A root cause for the development of this formation could not conclusively be determined through this evaluation. The thrombus could have contributed to the reported increase in ldh and observed power elevations; however, the cause of the thrombus could not be conclusively determined. The remainder of the blood-contacting surfaces of the returned pump did not reveal evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. The driveline was returned cut approximately 2¿ from the pump housing and a distal portion of approximately 28¿ was returned separately. The remainder of the severed portion was not returned. A breach in the silicone jacket was observed approximately 3¿-5¿ from the controller connector. Additional breaches in the silicone jacket were observed approximately 10¿ and 12¿ from the controller connector. The clear bionate and metal braided shield layers of the returned portion of the driveline appeared unremarkable. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 6 (under "anticoagulation") also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. The "pump performance monitoring" section under "patient care and management" addresses damage due to wear and fatigue of the driveline. Section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was taken to the hospital due to pump stop related to the patient running batteries out. Upon arrival it was observed that there were multiple spots on driveline suspicious for silicone breakdown. Rescue tape was applied. The patient was admitted due to a rise in their lactate dehydrogenase (ldh) in which the patient was placed on heparin bolus drip. The log file submitted reported that the driveline data is normal. There were no unusual events recorded in the log file. The equipment was noted to be operating as intended. On (B)(6) 2019 a chest CT revealed that the inflow cannula of heartmate 2 was mispositioned. Tilted greater than 60 degrees anterolateral. No thrombus visible in the cannula or in the apex of the left ventricle. There were no thrombus or filling defect in the pump housing; however, likely thrombus in the mid-distal section of outflow graft and no la appendage or aortic root thrombus. Additional information reported that the patient continued to have positive cultures for driveline infection and continued to have increase in ldh with concern for thrombus. The patient underwent a pump exchange on (B)(6) 2019. No additional information was provided.